Event description:
It was reported while using 3 bd plastipak¿ syringes leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the nurse of the static distribution center reported that liquid leakage was found at the plunger of the syringe during use.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
A device history record review was completed for provided material number 301948 and lot number 2108220. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples were obtained for evaluation, however, the retained samples did not display any signs of leakage. Although we were unable to confirm the reported issue through our investigation, it is possible that the incident resulted from damage to the plunger. This type of damage may result during the handling of the product through the manufacturing process or within the plunger assembly machine. If this issue were to reoccur, we would appreciate the opportunity to evaluate the affected sample. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.